Manufacturer narrative:
BLOCK B3: DATE OF EVENT UNKNOWN. APPROXIMATED 3 MONTHS PRIOR THE MANUFACTURER BECOMING AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE SPINAL CORD STIMULATION (SCS) PATIENT EXPERIENCED DIFFICULTY CHARGING IN THE IMPLANTABLE PULSE GENERATOR (IPG). NO PATIENT COMPLICATIONS WERE REPORTED. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE. THE PATIENT WAS REPORTED TO BE STABLE POSTOPERATIVELY WITH NO FURTHER INTERVENTION REQUIRED. THE EXPLANTED BATTERY WAS RETAINED BY THE FACILITY PER POLICY AND WAS NOT RETURNED FOR ANALYSIS. ADDITIONAL TRAINING WAS PROVIDED; HOWEVER, THE OUTCOME REMAINED UNSUCCESSFUL.

Event description:
It was reported that the spinal cord stimulation (SCS) patient experienced difficulty charging in the implantable pulse generator (IPG). No patient complications were reported. The patient underwent an IPG replacement procedure. The patient was reported to be stable postoperatively with no further intervention required. The explanted battery was retained by the facility per policy and was not returned for analysis. Additional training was provided; however, the outcome remained unsuccessful.

Manufacturer narrative:
The device was not returned for analysis, therefore, a physical evaluation could not be performed and the complaint as reported was not able to be confirmed. A review of the Device History Record (DHR) was conducted. The records indicate that the device met all applicable acceptance criteria and release requirements prior to distribution. No manufacturing-related nonconformances or deviations were identified during the review that could be associated with the reported event. Additionally, a review of the Device History Record Review did not identify any manufacturing related nonconformances or deviations that could be associated with the reported event. A Similar Complaint Review was also completed and did not identify any emerging trends, meaningful commonalities, or similar complaints requiring escalation. Based on the information available, a probable cause could not be determined, therefore the investigation conclusion code selected for this investigation is Cause Not Established. Block B3: Date of event unknown. Approximated 3 months prior the manufacturer becoming aware of the event.